Manufacturer narrative:
Eval: one unopened device from the same lot as the device in question was returned to our facility to assist in our investigation. A review of records found the devices from this lot all passed the sterility testing. A visual examination of the returned product found the seal and lidstock was intact. At this time, we are unable to determine why this difficulty may have been experienced.

Event description:
During a transeptal procedure, the physician noticed that the dilator did not match with the introducer, as usual, however, decided to continue with the procedure. The physician scratched the patient's aorta, causing a rupture. Surgery was necessary to close the rupture.